Manufacturer narrative:
Onsite investigation was conducted by an isi technical field specialist (tfs), confirmed the error in the event logs, and found a mechanical cable broken on the mtml. The mtml was replaced to resolve the issue. The part has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci surgical procedure, non-recoverable error message 21008 occurred. It was determined that the system error was related to the left master tool manipulator (mtml) axis 4 causing the system to become unavailable. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient. Intuitive surgical, inc. Has made several attempts to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
Device evaluation and additional information can be found. The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. 1 of the 2 axis 4 turret cables was broken. The broken cable caused the 20008 error for axis 4.